Event description:
The patient received over 50 shocks due to noise on the rv lead. There were no changes in the impedance or threshold. However, when the lead was hooked up to an analyzer the sensed values ranged from 2.5-11.9 mv.